Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid left anterior descending artery that was 99% stenosed. A 3.0 x 12 mm xience prime stent was implanted in the lesion; however, when the stent delivery system (sds) was being removed, the balloon delivery system became stuck with the implanted stent. Therefore, the devices (unspecified guide wire, sds, and unspecified guiding catheter) were all removed as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.